Manufacturer narrative:
An 8mm x 2cm x 80cm powerflex pro percutaneous transluminal angioplasty (pta) catheter ruptured within nominal pressure during pre-dilatation of a severely calcified lesion in the iliac artery. It was replaced with a new balloon catheter and the procedure was completed. There was no patient injury. The product was not returned for analysis. A product history record (phr) review of lot 17648036 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst- at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. However, characteristics as in a severely calcified lesion may have contributed to the reported event. It is very likely that due to this calcification, damage was induced to the balloon¿s material causing the rupture. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
(B)(6). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
An 8mm2cm 80 powerflex pro percutaneous transluminal angioplasty (pta) catheter ruptured within nominal pressure during pre-dilatation of a severely calcified lesion in the iliac artery. It was replaced with a new balloon catheter and the procedure was completed. There was no patient injury and the device will be returned for analysis.